Event description:
During review of the in-house database for the patient's programming/diagnostic history, it was observed that upon initial interrogation on (B)(6) 2011, the patient's settings were at unintended parameters with the output current set at 0 ma. A system diagnostic test was performed on (B)(6) 2010 after final interrogation which likely resulted in the unintended settings. The settings were corrected prior to the patent leaving the clinic on (B)(6) 2011. No patient adverse events were reported.

Manufacturer narrative:
Analysis of programming history.